Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported failure to advance could not be replicated in a testing environment as it was related to operational circumstances. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents/scaffolds or accessory device support. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the superficial femoral artery with no calcification. The 3.0x38 mm esprit btk device failed to cross the lesion. Another esprit btk also failed as well as an unspecified coronary stent. It is not known the reason of the no cross. There were no adverse patient effects. Plain old balloon angioplasty was performed to complete the procedure. Returned device analysis identified that the skive was separated distal to the outer member to hypotube seal and a tear was noted on the outer member. No additional information was provided.